Event description:
A customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) recycled the power and cleared the alarm. The caller did not see any obvious cause of the alarm. The caller will call the nurse regarding the air detection alarm and being connected. The home patient (hp) has manual supplies. The probable cause is a leak between the cassette and the membrane gasket. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
If the sample or evaluation results become available, a follow-up report will be submitted.